Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor power supply voltage error detected this is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. The customer stated they were able to clear the alarm but were not able to complete the rewind process.  No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 41, no delivery, insulin flow blocked alarms or prime or fill, rewind anomalies were noted during testing. (B)(4).